Manufacturer narrative:
(B)(4). Jammed knife. The device was returned with the anvil closed. A reload was received loaded on the device and void of staples. No functional test could be performed. The device was disassembled to verify the integrity of the internal components and a clip was found lodged in the cartridge knife slot preventing the knife from returning completely and the anvil from opening. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open thoracotomy procedure, according to the scrub sister report, the product was opened using sterile technique and loaded was given to the surgeon .the surgeon closed the cutter and when he was pulling the firing trigger the device failed to respond, they released the knife blade using the manual button and the device subsequently failed to respond again. A new device was used successfully to complete the procedure. There were no adverse consequences for the patient.